Manufacturer narrative:
The display was blank during button pressing due to a problem with a liquid crystal display board.

Event description:
It was stated that the display would go blank from time to time. Nothing further was reported.